Event description:
Per received report: due to incorrect size selection, the physician decided to remove the coil. During withdrawal, an "unraveled feeling" was experienced and found out that the coil had unintentionally detached in the aneurysm (no detachment attempted). The coil was safely removed and the procedure was completed with no pt injury reported.

Manufacturer narrative:
The device has not received within our facility at this point. A follow up report is going to be submitted as soon as the device is received and final analysis has been conducted.